Event description:
As reported by the user facility (translation of user facility): no acoustical alarm.

Manufacturer narrative:
(B)(4). The device is currently under investigation at our lab in (B)(4). A follow up report will be submitted when the investigation results become available.